Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurs. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer¿s photo shows a device with blood leakage in the holder. Retained samples could not be tested, as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurs. No adverse impact was reported regarding the patient or user.